Event description:
The customer reported that her pump in style would not power on. A product evaluation found the transformer housing to be breached, which is a safety risk.

Manufacturer narrative:
A product evaluation on 11/19/2014 found the transformer housing to be breached. The power supply was plugged in and the voltage across the dc plug was measured at 12.7 vdc, which is normal and indicates that the power supply is producing the correct voltage. Resistance across the dc plug was measured as open, which indicated that there is not a short in the dc cord. Smoke, fire and sparking were not observed while the lower supply was plugged in. The resistance across the ac blades measured as 56.3 ohms, which is normal and indicated that the thermal fuse did not blow. See scanned page. Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.